Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the failure. The fse reseated the power cord and the unit passed all functional and safety checks. The unit was returned to customer.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) power cord is stuck and cant be retracted. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.